Event description:
It was reported that the procedure was performed to treat a target lesion in the right coronary artery (rca) posterior left ventricular branch. The pilot 50 guide wire was advanced into the rca and into the posterior branch. A 2.0 x 12 mm trek dilatation catheter was advanced into the rca, but was unable to cross to the lesion in the posterior branch and was removed without difficulty. A 6french non-abbott guide catheter extension was advanced into the rca for support and a 1.5 x 20 mm non-abbott dilatation catheter was advanced, but was unable to cross the target lesion. The dilatation catheter and guide catheter extension were pulled back into the guide catheter. The decision was made to stop the procedure and all devices were removed from the anatomy. No difficulty was noted during removal; however, at that time, it was noted that the guide wire had separated, with a portion of the pilot guide wire remaining in the anatomy. The separated segment remained in the posterior branch, with a portion seen in the proximal rca. The patient was then transferred for a surgical coronary artery bypass graft (CABG) procedure. No additional information was provided.

Manufacturer narrative:
The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire separation and treatments appear to be related to case circumstances of the procedure and patient disease state. In this case, based on the reported information, it is likely that the patients challenging anatomical conditions and manipulation of the guide wire likely caused the guide wire to bend or kink ultimately resulting in the core separation. The separated portion of the guide wire remained in the posterior branch, and the patient was sent for surgical coronary artery bypass graft (CABG) procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: health effect - clinical code 4582 - removed.